Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the button need to press few times to respond and insulin pump remained unresponsive after locked up. Customer reported they had failed battery alarm. Customer reported that they had less battery life that lasts less than week. No harm requiring medical interventions was reported. The device will not be returned for analysis.